Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The event date was estimated. Patient is no longer experiencing stimulation due to lead migration was reported to abbott. As a result, the patient¿s leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-23665. It was reported the patient was no longer receiving stimulation from the s2 lead. X-rays revealed lead migration. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention where the patient's s2 and s3 leads were explanted and replaced without complication. Reportedly, effective therapy was restored post-operative.